Event description:
It was reported that this patient has received a previous inappropriate shock due to oversensing of noisy signals. Recently, the patient has received an additional inappropriate shock due to t-wave oversensing. There are also noisy signals stored on the episode. The system is currently being evaluated to determine future steps. No adverse events. Additional information was received which reported the patient was evaluated in the clinic and auto setup was ran and the device chose secondary. However, there was a concern being programmed to secondary due to the oversensing that occurred in 2020. It was noted that when the patient coughed there was observations of noise in all vectors. Left arm movement also caused noise in all vectors. There was less noise when programmed in primary. The field representative noted that the lead is on the left sternal margin. Technical services recommended getting x-rays. The field representative will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which confirmed x-rays were taken and everything looked normal. Technical services recommended programming to primary with 2x gain and to monitor via remote monitoring system and to consider re-screening the patient. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that this electrode was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient has received a previous inappropriate shock due to oversensing of noisy signals. Recently, the patient has received an additional inappropriate shock due to t-wave oversensing. There are also noisy signals stored on the episode. The system is currently being evaluated to determine future steps. No adverse events. Additional information was received which reported the patient was evaluated in the clinic and auto setup was ran and the device chose secondary. However, there was a concern being programmed to secondary due to the oversensing that occurred in 2020. It was noted that when the patient coughed there was observations of noise in all vectors. Left arm movement also caused noise in all vectors. There was less noise when programmed in primary. The field representative noted that the lead is on the left sternal margin. Technical services recommended getting x-rays. The field representative will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which confirmed x-rays were taken and everything looked normal. Technical services recommended programming to primary with 2x gain and to monitor via remote monitoring system and to consider re-screening the patient. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient has received a previous inappropriate shock due to oversensing of noisy signals. Recently, the patient has received an additional inappropriate shock due to t-wave oversensing. There are also noisy signals stored on the episode. The system is currently being evaluated to determine future steps. No adverse events.